Event description:
The pump was returned for investigation. Investigation revealed contamination found under the button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no damage found to the keypad. Investigation revealed contamination found under the button key contacts. Contrast keypad button was found to be intermittently responsive; the contrast button has no affect on insulin delivery function. The remaining keypad buttons were responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.